Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017 the reporter contacted animas and reported that call service alarm had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/10/2017 with the following findings: a review of the black box showed a call service 088 alarm. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms occurred. The complaint was duplicated in the history but not during investigation.